Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 232 mg/dl on the meter when compared to a lab result of 80 mg/dl. The results, when plotted on a clarke error grid, fell into the "c" zone showing the difference to be clincially significant. There was no report of death, serious injury or mistreatment associated with the event.